Event description:
The customer reported (email) that several devices (tele units) have gone into communication loss (comm loss) at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported (email) that several devices (tele units) have gone into communication loss (comm loss) at the central nurse's station (cns). Technical support (ts) followed up with the customer to troubleshoot and to request the cns's model and serial number, but the customer has not responded. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that several telemetry transmitters had gone into comm loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that several telemetry transmitters had gone into comm loss at the central nurse's station (cns). No patient harm was reported. Investigation summary: based on the reported information, nihon kohden (nk) was able to confirm the reported issues. However, nk was unable to determine a definitive root cause, as the issues are user dependent, and despite following ups with the customer, no further details were provided. In this case, it is possible the communication issue was due to a facility server connectivity issue; however, nk was unable to confirm a root cause, due to limited information available. If devices have communication loss issues, typically it is due to a facility network or connectivity issue, facility server communication issue, or due to a facility it (information technology) related issue. Communication loss issues can also occur due to a user related setup error or in some cases, a device or component could be damaged, due having been dropped, mishandled, or due to mechanical stress or wear and tear, during normal use of the device, which can also lead to the cns device experiencing multiple issues. A significant trend that would suggest a design or manufacturing issue or warrant any further corrective action, has not been observed. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 03/18/2022 emailed the customer via microsoft outlook for all reqested information in the ni list above: no reply was received. Attempt # 2: 03/21/2022 emailed the customer via microsoft outlook for all reqested information in the ni list above: no reply was received. Attempt # 3 03/24/2022 emailed the customer via microsoft outlook for all reqested information in the ni list above: the customer replied by stating; "I can't provide that information." Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.